Event description:
Per the clinic, the patient experienced inflammation and a recurrent infection at the abutment site and the site was treated (date not reported) with silver nitrate. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.